Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg does not hold a charge. The patients ipg was replaced and that the patient was doing well postoperatively. The explanted ipg will not be returned.